Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 450 mg/dl, which he treated with a 13-unit manual insulin injection. The patient's blood glucose has since decreased to 210 mg/dl. Troubleshooting was initiated for the no delivery alarm. A 5-unit fixed prime was run and insulin exited. The infusion set was inspected and the cannula was bent. Another prime was performed and insulin exited through the bent cannula. The insulin pump was not returned for analysis and the customer will be receiving a replacement infusion set.